Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, the device was programmed to deliver 10% dextrose in water and the delivery was started. No specific programming parameters were provided. It was reported that after less than 24 hours, the nurse reported the device alarmed for proximal occlusion; however, no occlusion was present. The nurse unsuccessfully attempted to resolve the alarm condition by powering the device on and off, reloading the tubing set into the device and increasing the height of the device on the IV pole. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact indicated the delay in resuming therapy was approximately 15-25 minutes. Although there was potential for serious injury, the customer contact indicated there were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device would not be returned at this time for testing and investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.